Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: # (B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. Visual inspection was conducted. There was no blood in or on the delivery tube. The seal and tension spring assembly remained inside the loading device. It was observed that the left tension spring assembly was above the blue wing. The seal was removed from the loading device. There were no signs of crack/delamination. The seal was completely intact. The slide lock was engaged and the plunger was not depressed on the delivery device. The following measurements of the delivery tube were taken: the inner delivery tube diameter was measured at .198 inches, the outer diameter was measured at .220 inches. The length of the delivery tube was measured at 2.50 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system did not load. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system did not load. A replacement device was used to complete the procedure. The hospital did not report any patient effects.